Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. Subsequently, plain old balloon angioplasty and additional pre-dilatation were performed, and the device was advanced again but it still failed to cross the lesion. The device was removed from the patient and it was noted that the stent was slightly lifted. The procedure was completed with a 3.0 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.